Event description:
On (B)(6) 2012, dr (B)(6) performed surgery of the removal of my left ovary. The da vinci robotic assist the surgeon. Soon after surgery, I became very ill with surgical menopause. After I requested a u.s./pelvic transvaginal ultrasound, it was discovered the right ovary is not identified. It was removed in error during surgery.